Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery (mlcx). A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device was unable to cross the lesion due to calcification and subsequently ruptured. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.